Event description:
On (B)(6) 2013, I had to undergo a hysterectomy due to failure of the conceptive device essure. I had essure implanted on (B)(6) 2008. From implantation until my hysterectomy, I experienced heavy bleeding and extreme fatigue. At an ultrasound performed in (B)(6) 2013, I learned one of my essure could had migrated and was embedded in my uterus. The only resolution to this issue was a hysterectomy.